Manufacturer narrative:
Permobil conducted an inspection of the device and received testimony from the end-user of sequence of events leading to the reported incident. Reports indicate the end-user having left the device powered on during a transfer, and they position the joystick up and behind the backrest during transfers. Inspection of this position shows the joystick inductive as being close to the headrest and the slightest movement of the joystick could allow the inductive to be deflected to engage a drive command. Inspection of the device was found to remain fully operational with no signs of a malfunction having occurred. The end-user was provided the information of the findings and was re-instructed to ensure the device is powered off during transfers. The end-user voiced their understanding and accepted the findings. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received report claiming while the end-user was in process of performing a transfer into the power wheelchair, the device reportedly initiated a drive command which pinned the end-user against the bed eventually causing the user to fall to the ground where they sustained injuries requiring medical intervention to address.